Manufacturer narrative:
During further troubleshooting mother indicated infusion site is not always changed, also reported she has been changing daughters personal profile settings to see what settings work best for her daughter. Customer technical support asked reporter to download pump logs. Logs were downloaded and mother indicated there were multiple alarms and reporter did not know what some of the alarms meant. Cts explained what the alarms were. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's (-300's mg/dl). As per reporter pump was being used for bolus calculations. Bolus deliveries are via syringe rather than pump.